Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that an object which seemed to be white stain was found on the encore. Upon closer inspection, there was white crystal-like dirt between the syringe and outer side. Usage was discontinued and procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has a white stain in the plastic body, as part of overall visual revision. The encore unit was visually inspected and was found returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. It is consistent with the application of excess adhesive. The stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that an object which seemed to be white stain was found on the encore. Upon closer inspection, there was white crystal-like dirt between the syringe and outer side. Usage was discontinued and procedure was completed with another of the same device. No patient complications were reported.